Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead noted there is blood/body fluid in the outer tubing overlay, the helix/lobe is distorted/bent and there is blood in/on the helix/lobe mechanism. The evaluator noted that the lobes will not un-deploy at this time due to the dried blood under the overlay tubing.

Event description:
It was reported that during implant attempt, the lobes would not retract. The lead was not used. There were no patient complications reported as a result of this event.